Event description:
The customer returned the product for lens damage, during device analysis, a buckling upstream occlusion (uso) seal was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been serviced in the past 12 months. Visual inspection was performed, and the initial customer issue was confirmed. Upon further investigation, the upstream occlusion (uso)seal was found to be buckled and front piezo inoperable. The uso seals and front piezo were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.